Event description:
It was reported that the patient was presented in hospital for laser lead extraction after receiving patient notifier which was delivered on (B)(6) 2017. Upon interrogation, low pacing lead impedance was noted on the right ventricular(rv) lead. It was stated that fluoroscopy was performed and there were no visible signs of externalized conductors. The right ventricular (rv) lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Internal insulation abrasion was noted at 12.5-14.1cm from the distal tip. The etfe coating was damaged consistent with explant at this location. Internal insulation abrasion was noted at 21.0-21.1 and 22.1-22.2cm from the distal tip. The etfe coating was intact. Internal insulation abrasion was noted at 24.3-24.5cm from the distal tip. One svc cable etfe coating was abraded at this location. Internal insulation abrasion was noted at 22.2-22.3, 22.4-22.5cm, 25.0-25.1cm and 25.3-25.4cm from the distal tip. The etfe coating was intact and the inner coil was exposed at this location. External insulation abrasion was noted at 16.2-16.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. One rv cable etfe coating was abraded at this location. External insulation abrasion was noted at 43.4-43.6cm and 43.5-44.1cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact and the inner coil was exposed at these locations. The re cable etfe coating was abraded at 16.4-16.7cm from the distal tip. The re cable etfe coating was abraded at 9.3-9.4cm from the distal tip. External insulation abrasion breaching re cable lumen due to lead friction to another device or feature of the heart at this location. This is consistent with the field report of low pacing lead impedance.